Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the trial pt developed an infection. The pt was admitted to the hosp and given antibiotics. The physician explanted the lead and believes the infection is procedure related.